Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
As reported by the patient, she was implanted with rhbmp-2 on (B)(6) 2006 and (B)(6) 2007, which caused excessive over growth of bone which eroded a large section of the dura around spinal, away from her spinal cord. The leak was discovered on (B)(6) 2015, and during the surgery an attempt to patch the leak by removing the excess bone growth. The spinal cord leak has not been resolved. According to the patient, she will be undergoing a surgery on (B)(6) 2017 to try and stop the leak and seal it permanently. However, allegedly, the patient had to live with a large sac of spinal fluid extending from l3 to s1 which forced her back muscles out of place and creating a great deal of pain and limitation of activity since the discovery and failed attempt to seal the leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior transverse process fusion, bilateral l3, l4, l5, s, a transforaminal posterior body fusion, left l5-s1 and cage instrumentation l5-s1 using rhbmp-2/acs. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.